Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence, should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the information received, the consumer is using peristeen for 5 years. The irrigation was performed and he has experienced slight bleeding after 5 balloons were burst within the session. As this has happened on 3 following sessions, he will not continue to perform future irrigations by himself. A home care nurse will do it instead with another irrigation system (not coloplast). The slight bleeding has stopped after short time, no other symptoms have been noticed by the user. He did not seek medical treatment nor medical advise. Nurse provided following info: the patient is well, he did not experience further bleeding and no other symptoms. He did not seek a doctor as the bleeding has stopped very soon. It is assumably it was only slight bleeding from mucosa.